Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely foreign material was found in the nozzle due to foreign material stuck in the air/water nozzle could not be sufficiently removed and clogged. The root cause of this failure was not determined. The inspection method for the event is identified in the following verbiage of the reprocessing manual: "inspection of the endoscope and 3.8 inspection of the endoscopic system [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function ¿inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, phenomenon could not be identified in the nozzle of the evis lucera elite gastrointestinal videoscope. Inspection and testing of the returned device found there is a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in the up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on the distal end had a chip and crack. Due to clogging of nozzle, water removal ability does not meet the standard value. The universal cord had a dent. The forceps channel port was shaved. The suction-cylinder was shaved. The control unit had discoloration. Due to a scratch on objective lens, flare occurs. The plastic distal end-cover, the scope connector cover, the scope-connector, the protector of universal cord, the protector of the universal cord on the control section side, the universal cord, the image guide protector, the grip, the scope-cover, the switch box, the locking engagement lever, the locking engagement knob, the up/down knob, the righ/left knob, the control unit, and the connecting tube, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility cannot tell when the foreign matter adhered on the device. Not aware of what the foreign matter is. The time lag between the end of clinical use and the start of pre-washing noted ¿no¿. Water and air was supplied to the air/water nozzle. There were problems with the accessories used for reprocessing. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. Sent liquid to the air/water nozzle. Any concerns on reprocessing- ¿none¿.